Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/19/2019. The manufacturer's field service engineer confirmed the reported nav-ring issue. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the nav-ring was inoperative. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.